Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 1104 ¿backup alarm failed error¿ occurred. It was reported that there was no patient involvement at the time of the reported event. There was no report of patient or user harm.

Manufacturer narrative:
The backup alarm failure occurred at power on self-test (post). An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed that the 1104 error code was logged in the event log and initially attempted troubleshooting by running a preoperational test and inspecting the device for any loose wires. The asp found that the issue originated from the central processing unit (cpu) printed circuit board assembly (pcba), so the asp performed a replacement. After successfully conducting thorough testing, the asp confirmed that the issue was resolved and placed the device back in service.